Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that review of the device data found that on one particular day the right atrial (ra) lead measurements changed from 550 to 650 then to 77 ohms and the right ventricular (rv) lead impedance fluctuated from 350 to 420 ohms then went to 320 to 540 ohms. It was noted that the patient was in the intensive care unit (ICU) of the hospital for an unknown reason. Upon interrogation device check revealed no issues and was determined to be functioning fine. Electrogram strips saw noise on the rv channel that was oversensed and led to asystole greater than two seconds along with inappropriate anti-tachycardia pacing (atp). Electromagnetic interference (emi) was thought to be a possible cause as when the patient was taken out of the room and interrogated, the impedance measurements went back to normal. At this time the system remains in service and no adverse patient effects were reported.